Event description:
On (B) (6) 2005, an acticon device was implanted. On (B) (6) 2007, it appears a revision surgery occurred using only an accessory kit, possible repair. On (B) (6) 2010, it appears the entire device was removed and replaced reason not indicated.

Manufacturer narrative:
Additional catalog #: 72402105, 72402287; additional serial #: (B) (4), (B) (4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Unable to confirm if the event is related to a device malfunction (reason not provided for replacement). Device has not been returned for analysis, a request for the device and add'l info has been made by ams. No conclusion can be drawn at this time.